Event description:
It was reported that patient's insertable cardiac monitor (icm) exhibited diagnostic anomaly in which the device gave false elective replacement indicator (eri) alert. The patient status was unknown.